Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for three patient samples tested for crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. Of the three samples, one had an erroneous crep2 result which was reported outside of the laboratory. The customer stated that they have been able to reproduce results from all tests except for crep2. The sample initially resulted with a crep2 value of 23 umol/l and this value was reported outside of the laboratory to the doctor. The sample was repeated, resulting as 88 umol/l. No adverse events were alleged to have occurred with this patient. The crep2 reagent lot number was 333624, with an expiration date of 31-jan-2019. The customer later stated that they received a questionable crep2 result for a fourth sample on (B)(6) 2018. All other tests run on this sample had correct results. The customer exchanged the sample probe on (B)(6) 2018. Precision studies were also performed on (B)(6) 2018. Crep2 precision was ok, but precision checks performed for other tests were not ok, indicating a possible issue with the cell rinse function. The customer later had an issue with a result for a fifth sample tested for albumin. No specific sample data was provided. During troubleshooting of this issue, the field service engineer found that vacuum nozzle tubing had a leak causing the nozzle to drip fluid into other cuvettes. He replaced tubing and observed that the nozzle did not drip anymore. The last calibrations performed on 25-jun-2018 and 11-aug-2018 were ok. Quality control recovery was within range. Based on the provided calibration and control data, a general reagent issue could be ruled out. Upon review of the alarm trace, frequent abnormal temperature control alarms occurred on (B)(6) 2018. An abnormal sample aspiration alarm was observed on (B)(6) 2018. An abnormal temperature control and abnormal sample aspiration alarm occurred in (B)(6) 2018. On (B)(6) 2018, there was an abnormal sample probe movement alarm and an abnormal temperature control alarm.

Manufacturer narrative:
The customer had no further discrepant results after the service visit. A general reagent issue is ruled out by the acceptable calibration and qc data. Further investigation determined the root cause of the issue was the rinse unit.